Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having issues with no delivery alarms. Customer's blood glucose was 128 mg/dl a reading of 430 mg/dl was also captured. Customer stated the alarm was resolved by changing out the infusion set. Troubleshooting was not possible as customer was reporting a past event. No further information reported.